Event description:
It was reported that the biolox head dislocated from mdm liner.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding disassociation involving an adm liner was reported. Conclusion based on the information provided and device analysis there is no indication that the product reported in this investigation contributed to the event.

Event description:
It was reported that the biolox head dislocated from mdm liner.